Manufacturer narrative:
The actual complaint product was not returned for evaluation. A retained sample from the same complaint lot was tested and was found to meet manufacturing specifications. A trend related investigation was performed; no trend could be identified. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. (B)(4).

Event description:
A medwatch form was received stating that a female consumer reported to food and drug administration (FDA) that she uses the contact lenses by leaving them in for thirty days and then throw them away. On (B)(6) 2017, experienced irritation and eye pain while using the contact lenses after which the patient stated that she removed and rinsed the contact lenses and put it back in. The contact lenses were removed by the patient that night at bedtime. The next morning the patient felt that the pain got worse. The patient stated that she was diagnosed with corneal ulcer after going to three different doctors and the emergency room. The patient said that she was unable to work since that day and that she was still suffering pain and loss of vision from her right eye. It was recorded that the patient was prescribed with the following medications: polymixin b eye drops, gentamicin eye drops, bacitracin ophthalmic ointment, tobramycin eye drops, doxycycline 100 milligrams and methylprednisolone oral with unknown treatment modality. The patient also reported taking vitamin c 1000 mg twice a day, ibuprofen 800 mg twice a day for pain, green tea, biotin, multivitamins and b12. Additional information has been requested but not yet received.